Event description:
The customer contact reported a delay in critical therapy during difficulty to prime the tubing set. The tubing was to be used to deliver an unspecified concentration of noradrenalin at an unspecified rate. It was reported that during priming of the tubing set, an unspecified volume of air was noted in the cassette of the tubing set. The customer contact reported that the air could not be removed and the tubing set could not be primed. The solution container and the tubing set were replaced and the therapy was initiated. The customer contact reported an unspecified delay in critical therapy; however, there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.